Event description:
Customer reported that pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed on techniques to better engage the button and confirmed these attempts, but continued to face difficulties. Consequently, technical support decided to replace the pump and provided instructions on returning the product. Customer was informed about using the current pump as backup until replacement.